Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 5041001/7075275.

Event description:
It was reported that the patient experienced active discolored discharge draining from ipg incision site. The patient was admitted to the hospital and was provided medication. The patient underwent an explant procedure and was doing well postoperatively. All explanted device components were discarded by the facility.